Manufacturer narrative:
Most recently, this lead and crt-d was evaluated in office follow up. Shock impedance measurement was determined to be normal at 43 ohms. All other measurements were stable, and there were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that both of these medical devices remain actively in service. The investigation remains open at this time. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and three terminal legs were returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted set screw marks on all terminal pins. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this transvenous defibrillation lead in association with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit less than 20 ohms shock impedance value. The boston scientific technical services consultant and local area sales representative discussed various troubleshooting, including testing lead integrity and chest x-ray. There were no reported adverse patient symptoms associated with this clinical observation.